Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that following a fall, the patient was experiencing ineffective therapy. As a result, surgical intervention took place on (B)(6) 2023 wherein the entire system was replaced to address the issue.